Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient completed 1 light treatment on (B)(6) 2022 and did not return to clinic to complete the lock-in treatments. The patient failed to wear their rxsight uv protective eyewear. On (B)(6) 2025, approximately 3 years after implantation, the patient presented in clinic with complaints of blurry vision and visual disturbances. Slit lamp exam found central thickening/warpage of the light adjustable lens (lal, sn: (B)(6), +17.0d) and the lal was explanted from the right eye.